Event description:
Customer reported issues with ifs occlusions. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support; therefore no additional information was provided.